Event description:
The customer reported being in the emergency room due to high blood glucose of 638mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed motor error while staying at the hospital. The customer stated that the drive support cap appears to be normal. Reviewed the alarm history and found motor error and low reservoir alarms. The customer stated that the doctor recommended disconnecting from the insulin pump and reverting to back up plan. The caller also stated that when he got home and removed the cannula it was bent. Performed the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm during the prime test, and the device also alarmed motor error during the basic occlusion test due to a faulty force sensor. Further testing could not be performed due to the alarms. However, the device passed the displacement test.